Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, it was noted that the instrument had a frayed wire. There was no report that any fragment(s) from the instrument fell into a patient and there was no report of any patient harm.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable at the distal clevis hub is broken. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken pitch cable found during failure analysis if to recur could cause or contribute to an adverse event.